Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider checked the patient's pump on (B)(6) 2016 and during telemetry the healthcare provider got the "broken programmer" icon. Today (B)(6) 2016 the pump was showing that it was in stopped mode. Per the reporter the healthcare provider stated that they only read the pump. Additional information received reported that the symptoms the patient experienced were withdrawals. The intervention taken to resolve the pump in stop mode was the pump was put back on simple continuous. The cause of the pump in stopped mode and the broken programmer icon was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.